Manufacturer narrative:
The date provided in section g4 with the initial report was incorrect. The correct date is (B)(4) 2019.

Manufacturer narrative:
The insulin pump was received with no button response at up arrow button due to unlocked j2 connector on lcd board. No button error alarm during testing. No ramping numbers noted on the display. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer stated that the insulin pump up button does not work and the numbers were scrolling. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.